Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information noted that the left ventricular lead exhibited failure to capture.

Manufacturer narrative:
Analysis was normal. No anomalies were found.